Event description:
A report was received that the patient¿s range of sharp pain had spread out, and the patient¿s lead displayed high impedance readings. The physician suspected that one of the leads was fractured. The patient underwent a procedure wherein the leads were replaced. The physician noted that no wires were exposed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-30, serial #: (B)(4), description: linear st lead, 30cm. The explanted leads were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.